Event description:
Th customer reported that his blood glucose at bedtime on (B)(6) was 150 mg/dl, but when he woke up the next morning it read "high" (>500 mg/dl). He was perspiring profusely and the adhesive had come lose from his skin. He took 15 units of humalog using an insulin pen, but an hour later his bg was still "high". He took two more 10 unit corrections by insulin pen, but had a headache and was vomiting. He called the emergency doctor and went to the hospital where they measured his bg at 956 mg/dl. He was admitted to intensive care for 2 days and remained hospitalized for three additional days. The device was destroyed at the hospital.

Manufacturer narrative:
The device was destroyed and will be returned for evaluation. We are unable to determine if any product defect could have contributed to the reported adhesion problem and subsequent hyperglycemia and hospitalization. No product lot number was reported, therefore no qualification records could be reviewed. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," "if your reading is above 500 mg/dl, the pdm displays "high check for ketones." This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones." Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia, " and "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death."